Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when he expired. The definitive cause of the patient¿s cardiac arrest is unknown; therefore, causality cannot firmly be established. However, the patient¿s pdrn reported the patient was elderly and possessed a significant cardiac history. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 while undergoing ccpd therapy. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient expired peacefully in his sleep due to a cardiac arrest on (B)(6) 2025. The pdrn stated the patient's treatment was completed without any known alarms/issues (verified through treatment data). The pdrn confirmed the patient's primary cause of death was cardiac arrest, secondary to the patient's advanced age and cardiac comorbid conditions. Per the pdrn, the serious adverse events were unrelated to the patient's utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked bottom cover. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 while undergoing ccpd therapy. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient expired peacefully in his sleep due to a cardiac arrest on (B)(6) 2025. The pdrn stated the patient¿s treatment was completed without any known alarms/issues (verified through treatment data). The pdrn confirmed the patient¿s primary cause of death was cardiac arrest, secondary to the patient¿s advanced age and cardiac comorbid conditions. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s).